Event description:
The lead was explanted due to a suspected j retention wire fracture without protrusion through the outer polyurethane insulation. Device analysis indicates no j wire fractures. Explant method: intravascular, superior technique/tools: direct traction with locking stylet intravascular counter traction no complications.